Event description:
It was reported that when the device was used during a colostomy takedown procedure, anastomosis had not been completed properly. Opened another device to complete the case. There was no consequence to patient.